Event description:
Information received regarding the explanted device notes that it was found in back-up operation with dashes (---) for parameters. The device was difficult to program, and therefore was replaced. There were no consequences to the patient.